Event description:
It has been reported to philips that wireless footswitch was defective. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the usage of the system was unknown. Per the information collected, the w-lan indicator on the footswitch was red, which indicates that there was an error in the wireless connection. The wireless connection with the base station was re-established after restarting the azurion/allura system. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-number). The customer has a wired footswitch available for use. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.